Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Wrinkling: no observed wrinkling on the device. Other medical-ndr: not applicable as the event is not related to the device malaise-ndr: not applicable as the event is not related to the device varied injuries-ndr: not applicable as the event is not related to the device. Pain-ndr: not applicable as the event is not related to the device. Skin rash/dermatitis-ndr: not applicable as the event is not related to the device. Additional observations: red particles observed on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient representative reported "flatulence, diarrhea, fatigue, brain fog, forgetfulness, joint pain, night sweats, sleep disorders, muscle tremors, sensitivity to light, circulatory disorders, acne, dandruff, recurrent fungal infections, cycle disorders and unwanted weight loss, bilateral capsular contracture (baker grade ii), as well as lateral rippling of the implants and bilateral axillary lymph node swelling." This relates to the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative later reported "so-called capsular tissue from the breast with fibrosis and signs of a histiocytic, partly foreign body giant cell-containing inflammatory reaction, thus providing evidence of a preexisting silicone leak. No evidence of malignancy", ¿capsular fibrosis both sides iii¿, ¿axillary lymphadenopathy¿, ¿right rippling lateral bds¿, ¿thin m. Pectoralis, which strongly attaches to the capsule¿, ¿severe scarring of the rib periosteum and intercostal muscles¿, ¿typical double capsule¿.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "axillary lymph node swelling."

Event description:
Patient representative reported "flatulence, diarrhea, fatigue, brain fog, forgetfulness, joint pain, night sweats, sleep disorders, muscle tremors, sensitivity to light, circulatory disorders, acne, dandruff, recurrent fungal infections, cycle disorders and unwanted weight loss, bilateral capsular contracture (baker grade ii), as well as lateral rippling of the implants and bilateral axillary lymph node swelling." This relates to the right side. Device has been explanted, unknown if replaced.